Event description:
Patient is a known case of crohn's disease, type ii diabetes mellitus, and recurrent complicated urinary-tract infections (utis) related to renal calculi and urethral stricture disease. In (B)(6) 2024, he underwent insertion of an allium self-expandable ureteric stent to address obstructive uropathy with left grade 2 vur and hydronephrosis, which led to marked improvement in renal drainage and infection control. Subsequent uroflowmetry demonstrated a low-volume, high-resistance flow pattern consistent with bladder-outlet obstruction secondary to a recurrent prostatic-urethral stricture. Multiple dilatations and a scraping procedure failed to restore sustained flow. Therefore, on (B)(6) 2025, optilume was selected as the next step [?] A drug-coated balloon dilation intended to treat the refractory anterior prostatic urethral stricture while maintaining patency and reducing recurrence. The procedure was uncomplicated, and he was discharged clinically stable. Within weeks, mr aboo developed severe, burning and stabbing pelvic, perineal, and penile pain, radiating to the left flank. He reported constant dysuria and pelvic pressure, marked urinary frequency with incomplete emptying, sleep limited to roughly one hour per night, inability to sit or walk without supporting the scrotum and ongoing awareness of bladder fullness despite voiding.